Event description:
The customer reported that this unit does not power up at all. They tried a new battery and the unit still failed to power up.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.